Manufacturer narrative:
The extension set involved in the event was received for investigation on 12/06/2018. Device testing confirmed silicone seal and spike damage, typical of access with an incompatible mating device during use. The damage observed can result in subsequent seal stick down and leakage. A device history review (DHR) was performed and there were no non-conformances found that would have contributed to the reported complaint. No additional information is available at this time.

Manufacturer narrative:
The device has not been received by the manufacturer for testing and evaluation. In the event that additional information is received, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2018, the silicone of the needle-free connector integrated into the tubing of an extension set and remained depressed during an infusion. The event was reported to have led to patient blood loss of an unknown volume and a delay in critical therapy; however no medical intervention was required. There was no report of patient harm as a result of the event. No additional information was received.